Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received a pump error 43(an error in the motor was detected by reading an unexpected value from the hall sensor) and a battery failed alarm. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed for the pump error, and the customer was able to clear the alarm and and able to rewind the pump. Troubleshooting was performed for the battery failed alarm, and the customer reported that there was no damage to the battery cap contacts or compartment springs. The customer was advised that the insulin pump would be replaced and advised to revert to a backup plan per the healthcare professional's instructions and place the pump in storage mode. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1884 was requested, and the customer's response was that the device would be returned.

Manufacturer narrative:
Pump passed the displacement, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current test, active current test and self-test. No pump error 43 alarm/failed batt test alarm noted during testing. Successfully downloaded history files and traces using thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Failed battery test alarm found in the pump history file/trace on 22-jan-2026 at 09:23:40. (4) pump error 43 alarms found in the pump history file/trace on 22-jan-2026 started from 09:23:23 to 10:59:24. Pump was cut open to perform visual inspection and found corroded motor home switch. Test sc1-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case. Failed battery test alarm not confirmed. Pump error 43 alarm was confirmed due to corroded motor home switch. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.